Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The health care professional was unable to get the implantable neurostimulator (ins) setscrew to tighten on the lead during implant. The torque wrench made clicking noises but the lead would fall out of the ins and could not be secured. A new ins was used which was able to secure the lead. A follow-up report will be sent if additional information becomes available.